Event description:
It was reported that the index procedure on (B)(6) 2011, was to treat a previously placed re-stenosed promus stent. The promus stent was implanted in the proximal left anterior descending (lad) on (B)(6) 2010. A non-abbott stent was placed in the ostium of the lad artery through the promus stent. The patient was discharged on (B)(6) 2011. On (B)(6) 2012, the patient experienced stable angina. On (B)(6) 2012, the patient was hospitalized with angina. Angiography revealed 40% proximal stenosis of the previously placed stents; therefore, the proximal lad was treated with intracoronary brachytherapy with beta-emitting radiation, and post-dilatation using the kissing balloon technique. On (B)(6) 2012, the event was resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.